Manufacturer narrative:
A boston scientific engineer reviewed the data. This device as programmed has a calculated longevity of more than five years, which aligns with what was observed in the field. No hardware resets were found. Attempts were made to reproduce the issue but were unsuccessful. In all scenarios tested, the estimated longevity remained above 5 years and was displayed correctly on both the summary and diagnostic evaluation screens of the programmer. This device appears to be functioning normally. At this time, the device remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal interrogation of this device, the estimated remaining longevity was shown to be less than one year on the summary screen, but it was above five years on the diagnostic evaluation screen. All threshold and impedance measurements were within normal parameters. When the device was interrogated again, the estimated longevity remained at more than five years. Boston scientific technical services (ts) was contacted for assistance. A ts representative discussed that a memory download should be performed and sent in for analysis. At a later date, data was sent to boston scientific for evaluation.